Event description:
Per the audiologist, in late 2008, the pt's parents reported the pt had "stopped hearing with the device over the last two days". Examination of the implant site revealed a "bulge near the receiver/stimulator". An x-ray done showed the internal magnet had dislodged from the magnet pocket. A revision surgery was done (date not reported) to remove the dislodged magnet. A new, sterile magnet was inserted into the magnet pocket.

Manufacturer narrative:
This type of event is addressed in the device labeling.